Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field event of extended charge time was confirmed after reviewing stored diagnostic data in the device. A longevity calculation was performed and the cause of the extended charge time was found to be due to normal battery depletion. The device was tested on the bench and found to be normal.

Event description:
It was reported that an asymptomatic patient presented in the clinic during follow-up with a device that exhibited an extended charge time. The device was explanted and replaced.